Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. Our investigation of the complained instrument shows that the drill bit itself in good condition but the locking connection is jamming up. The thread can only go as far until it gets stuck. So it is not possible to use it accordingly. Unfortunately we are not able to determine the exact cause which has led to this problem. The instrument was analyzed for conformance to print specifications. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances.

Event description:
It was reported that the consignment set is difficult to assemble. This is report 1 of 1 for complaint (B)(4).